Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring seal was loaded into the delivery tube. When the surgeon pulled out the delivery tube, the seal stayed back inside the loader device. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection showed that the delivery device was outside of the loader device and the plunger had not been depressed. The seal subassembly was left behind in the loader device. The seal appeared to have gotten stuck between the two tabs inside the loader. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).